Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 500 mg/dl and 505 mg/dl due to tape not sticking and infusion set becoming disconnected when sleeping. Customer reported that issue occurred with one box of infusion set. Troubleshooting was performed and customer was educated on taping techniques. Customer was advised that infusion sets would be replaced.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2017.